Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with manual injections. The customer stated that she ate breakfast and bloused before she checked her blood glucose. Troubleshooting was performed. The customer reported the infusion set cannula to appear bent. The product was not returned for analysis.